Event description:
I had the fraxel co2 done on my face for slight acne scars. I was left with more scar and fat loss. I'm so distraught. I look horrible and I'm embarrassed to go in public. I can't work and I'm unable to be a part in my kids' social life because I feel so bad about how I look now. If I could have my old face back I would. I at least had enough confidence in myself to live a life. Please stop them from doing this to anyone else.